Event description:
A home pt's nurse contacted baxter's product surveillance department to report a home pt experienced symptoms of air contamination following the completion of their automated peritoneal dialysis therapy. Per initial report, the home pt experienced shoulder, stomach, and diaphragm pain. The home pt's nurse reported that they were treating the pt for "possible air contamination." However, no details were provided regarding the details of the treatment. In addition, no malfunction of the cassette or concomitant products were reported and no cassette sample was available for evaluation.